Event description:
A past low blood glucose (bg) event was reported by the customer, with the lowest level recorded at 2.8 mmol/l. There was a reported impact on the customer's blood glucose level, as indicated by the low reading. The customer took corrective actions by ingesting tablets and removing the pump. Additionally, technical support recommended consulting a healthcare professional to discuss potential factors affecting the bg levels, and the customer acknowledged this advice.